Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site to further investigate the reported issue. When tested, the e-100 would not recognize a vessel sealer extend. The e-100 generator was replaced to resolve the reported issue. The system was then tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the evaluation. Failure analysis (fa) could not replicate the reported complaint. This unit was installed into the test system, and it worked fine with the synchroseal instrument installed. Fa used the synchroseal with a saline dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and the e-100 worked fine without any issue. Field service engineer (fse) replaced the e-100. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure due to it was unable to recognize the instrument and had to convert to the erbe generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report they were in a procedure and the vessel sealer (vs) was not being recognized by the e-100. Csr informed that when they connected the vs, there was no light on the led above the connector. Customer had tried rebooting the e-100 with no change. Tse had the csr power off the e-100 with the breaker in the back and still no change. Customer connected the vs to the erbe with no issues and they continued with the procedure. Customer would like the field service engineer (fse) to follow up and check the e-100. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported that the e-100 was not tested until the vs was opened after the case began. There were no errors indicated. The e-100 did not recognize the vs. The instrument functioned as expected when used with the erbe generator. The procedure delay was 1-5 minutes.